Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet bionic pancreas, with a documented nadir of 63 mg/dl lasting about 1.5 hours, after having previously meal announced and later ingesting two glucose tablets and apple juice; low glucose alerts were received, no medical assistance was required, and the user sought guidance on whether to announce a small snack. Symptoms included low blood glucose without loss of consciousness or need for assistance. Outcomes included self-treatment with oral carbohydrates and monitoring, with blood glucose trending steady at 88 mg/dl by the end of the call. Investigation included complaint review, user interview, and troubleshooting with education on hypoglycemia management. Investigation of this case revealed that the device provided low glucose alerts and functioned as expected, and the cause of the hypoglycemic event was unclear. It was concluded that the event was user-experienced hypoglycemia of unclear cause without injury, with appropriate self-treatment and counseling provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.